Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while attempting to remove the insulin cartridge, during which the ilet pump housing separated into two pieces; the user believed a bent cannula was the initial concern, later stated the cannula was not bent, and had recently started oral steroids for a head cold. Symptoms included elevated blood glucose to 400 mg/dl for approximately four hours without ketone testing or medical intervention. Outcomes included temporary interruption of pump therapy and reversion to subcutaneous insulin via multiple daily injections. Investigation included troubleshooting and user education. Investigation of the returned device revealed a hardware failure consistent with screen bezel or enclosure separation, with no alerts or alarms reported, and the device component implicated as the pump housing assembly.